Manufacturer narrative:
Visual analysis: visual inspection shows no outward signs of physical damage or abnormalities. Unit appears to have been used. The device was cleaned using a renalin solution. Performance analysis: pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use, the customer reported the fusion oxygenator failed, did not carry out gas exchange the patient began to seizure. It reversed the mechanical ventilation situation. Patient was hospitalized for an extended undetermined time.

Event description:
Medtronic received information that during use, the customer reported the fusion oxygenator failed, did not carry out gas exchange and the patient began to seizure. It reversed the mechanical ventilation situation. Occurred at the end of bypass. Patient was hospitalized for an extended undetermined time. The device was used to complete the case. There was no adverse effect to the patient.

Manufacturer narrative:
Investigation conclusion: during testing of the device, co2 transfer was lower than expected, while o2 transfer and pressure were as-expected. The returned fiber bundle was stained upon return and may have resulted in the low co2 transfer. The device history record was reviewed; no abnormalities were documented during the manufacture of this device. Potential contributing factors include patient or clinical condition at time of bypass, protein build-up, platelet activation, temperature extremes, low heparin protocols, or variability in heparin potency causing a faster decline in anti-coagulation than anticipated. There were no patient / clinical safety issues reported as a result of the device performance. This investigation was completed with the information that was provided, if additional information is received, this investigation will be reopened if deemed necessary. Trends for issues with this product are reviewed at quality meetings. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.